Event description:
It was reported that physician had performed a tvt procedure on a patient. It was subsequently discovered that the mesh was in the bladder. A urologist saw the patient and attempted to burn the mesh out with electrosurgery. This caused the mesh to fragment and "splinters" and remain in the vagina. The patient has been in pain since.